Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and after resetting, the malfunction code did not recur. Customer was instructed to call back if any issues arise and acknowledged the instructions given.